Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post-dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It was further reported that the stent was not fully apposed to the vessel wall resulting in interaction between the retrieval catheter and the stent during advancement. As a result, the stent was dilated from a 5 to a 6 on the proximal end only. The catheter was then able to pass through the stent and retrieve the embolic protection device successfully. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during an interventional procedure on the tortuous, calcified, internal carotid, the lesion was dilated and the rx accunet eps 3-in-1, 4.5, 190 embolic protection device (epd) was deployed. A 5 x 20 acculink stent was deployed and post-dilated with a 5 mm balloon. The accunet retrieval catheter was unable to pass through the stent. Another accunet catheter was unsuccessfully advanced. Buddy wire technique was attempted unsuccessfully. The struts on the proximal end of the stent were noticed to not be fully apposed. The stent was dilated from a 5 to a 6 on the proximal end only. The catheter was then able to pass through the stent and retrieve the epd successfully. A 30-minute procedural delay was attributed to the attempts to capture the epd, but there were no adverse patient effects. No additional information was provided.